Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used insyte autoguard 22ga catheter/adapter assembly and an opened empty package from material number(B)(4), lot number 9351630. In addition, three photographs were received which displayed similarities to that of the returned units. A visual/microscopic evaluation was performed on the returned sample which displayed damage on the inner rim at the luer end of the adapter. There was no damage to the outside threads or scratches to the outer surface in the area below the threads. A functional assessment of the connection compatibility of the returned sample and lab supplied extension tubing was conducted where there was a successful connection between the returned sample with the lab supplied extension tube. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. This type of damage could occur if the adapter comes in contact with the machine equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the catheter adapter/hub being unable to connect to the mating component during use. The following information was provided by the initial reporter: after establishing an IV route, the hcp tried to connect the catheter hub to the jms ext. Tube but couldn't attach it due to spinning-free.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the catheter adapter/hub being unable to connect to the mating component during use. The following information was provided by the initial reporter: after establishing an IV route, the hcp tried to connect the catheter hub to the jms ext. Tube but couldn't attach it due to spinning-free.